Manufacturer narrative:
Investigation: bd has been provided with samples for catalog 309110 lots 1612107 and 1902294 to investigate for this record. Bd has carried out a leakage test and determined that the sample did not present the reported defect. DHR showed no indication of the alleged defect. After the evaluation of the received sample, bd could not determine the exact root cause of the reported issue.

Event description:
It was reported that during use of the bd discardit¿ ii syringe the syringe was leaking in the operating room. The following information was provided by the initial reporter: syringe is leaking in or (operating room).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1612107. Medical device expiration date: 2021-11-30. Device manufacture date: 2016-11-23. Medical device lot #: 1902294. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-02-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd discardit¿ ii syringe the syringe was leaking in the operating room. The following information was provided by the initial reporter: syringe is leaking in or (operating room).